Event description:
It was reported that the patient had a loss of bladder control and a loss of therapeutic effect. The patient stated that ¿they¿ had set their implantable neurostimulator (ins) ¿right for her¿ and ¿they did everything they could¿. It was noted that the patient just now turned it up and the patient¿s nurse had said to turn it up and ¿it just keeps going¿. It was reported that the nurse said to give it time. The patient stated that when they took sips of water the leaked right away. In addition it was reported that the patient had day surgery on (B)(6) 2013 where they ¿looked at¿ the ins device and noted that the ¿wires¿ were not loose or disconnected and nothing was wrong with the ins system. It was noted that they also had - did ¿some other special surgery¿ where they did something with ¿bulking, knuckles ¿ bulked up¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient drinks something it ¿goes right through¿ and it had something to do with her device. It was noted that this started when she ¿sits down watching¿ and it started a few weeks ago. It was unclear what ¿sits down watching¿ referred to. It was noted that the patient was seeing her doctor regarding her problem and the doctor tried to fix it and tried to ¿build a wall around it so it would absorb it¿ in december. It was unclear what this referred to.

Manufacturer narrative:
Additional information received reported that the device was explanted (B)(6) 2015.

Event description:
Additional information received via the patient reported that the patient wanted to return everything and wanted to know if she could get a refund. The patient reported that the device was removed (B)(6) 2015 because she wasn't getting any symptom relief from her therapy. All the metal was removed from her body. She still was having a hard time and suffering from symptoms and wanted to know how else she could get relief. The implantable neuro stimulator (ins) was thrown away at the hospital. The patient had spoken with a nurse regarding sending back the explanted components for analysis. The nurse stated that explanted components were biohazardous and could not be sent back however it was reviewed that if they were stored properly they could be sent back for analysis. The patient didn't know if they still had access to the items as the nurse stated that the explanted components were thrown away.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was confused and received their implant on (B)(6) 2012 and the (B)(6) 2013 surgery was a bulking surgery. The patient had in the past reported that the device had worked well and they had gotten 50% or better reduction of their symptoms. It was noted that the patient was reprogrammed on (B)(6) 2014 and on (B)(6) 2014 and they had not contacted their health care provider (hcp) about their symptoms since the last reprogramming so they assumed all was well. The patient did call and ask if the hcp office could analyze on of their drinks to see if there was something in it that would make them urinate more but they did not respond to this request and did not plan to as that was not a part of their hcp service to a patient.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v952173, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the device implanted on 2013 (B)(6) to treat urinary retention. The patient felt the therapy was unsuccessful because, they didn't get the needed stimulation to urinate. It was noted that in 2014, a wall was built to help the patient urinate but it didn't work.